Event description:
The electrosurgical pencil contained in custom pack injured the pt whilst in use by the surgeon. The e. S. Pencil in question is mfg by maxxim medical-argon division. Lot #99312933c. Pt was burnt on left thigh.